Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call that customer were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown with blood glucose of unknown. Customer was not performed troubleshooting because bent cannula. Customer reviewed alarm history and ran self test. The insulin pump will not be returned for analysis.